Manufacturer narrative:
D10 - date returned to mfg: 7/17/2020. H10: one used and one new device were returned for evaluation and visually inspected. As received, no damage or anomalies were seen on the sets. The devices were leak tested. Leakage was observed through the bag spike filter vent on both sample while the cap was opened. The leakage occurred through multiple locations of the filter vent material. The bag spike filter is a purchased component. The reported complaint can be confirmed. The probable cause is due to a manufacturing error at the suppliers facility. The lot review was performed and there were no issues found.

Manufacturer narrative:
The device is available for evaluation, but it has not yet been received.

Event description:
The customer reported that a 42 cm (17") extension de dilution ambree avec valve antiretour terminale leaked chemotherapy (docetaxel) from the connector. There was patient involvement, no adverse event or human harm, no blood loss and no need for medical intervention but there was delay in therapy due to bag replacement.

Manufacturer narrative:
Additional information in b5 and h6 (device code). H10: device was tested for flow issues and no issue was found.

Event description:
Additional information was received from the customer that the device experienced no flow.